Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, and confirmed that malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction occurred again.